Event description:
Leakage in the photo plate at the end of the extracorporeal photopheresis (ecp)treatment-- no leakage of blood or fluid was observed during the treatment. The leakage was noticed when the photo plate was being removed from the uvar xts machine in order to do a manual return of the red blood cells in the kit.